Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an advanced evaluation trial device for treatment of urgency frequency; trial began (B)(6) 2018. It was reported the trial patient was diagnosed with a uti on (B)(6) 2018 at clinician's office. Patient has been advised to contact her clinician for her health concerns. Patient status was reported as alive ¿ no injury. No further complications were reported or are anticipated.